Manufacturer narrative:
Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: plc121200/(B)(4), UDI: (B)(4), plc271200/(B)(4), UDI: (B)(4).the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoprosthesis: infection.(e. G., aneurysm, device or access sites), component migration, surgical conversion, endoleak, aneurysm enlargement, death.w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, this patient underwent treatment for an abdominal aortic aneurysm and a unilateral common iliac artery aneurysm and was implanted with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure with no evidence of endoleak.on (B)(6) 2022, the physician reported that the patient presented with a proximal type I endoleak, aortic neck degeneration, distal migration of approximately 4cm, aneurysm enlargement (amount unknown), and infection of the grafts. The patient was transferred to a different hospital and physician wherein the treatment plan is to explant all the devices and put in a ¿homograft¿. There was no pre-existing infection reported for the patient at the time of the initial implant.on (B)(6) 2022, the patient underwent explant of all gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses, and a homograft was placed. The patient tolerated the procedure. The explanted devices were retained by the pathology department for the hospital. It is unknown whether any pathology testing is being performed on the explanted devices. Should gore receive patholgy results from the hospital, the results will be submitted via a supplemental medwatch.on (B)(6) 2022, the physician reported the patient expired this morning. The physician stated the patient¿s hgb had dropped to 7.2 over the weekend, and no transfusion had been performed. The physician believes, as the patient had pneumonia it may have ¿seeded¿ and infected the aorta, as the aneurysm had looked to be inflammatory. The physician did not know the cause of death, but suspects the patient suffered a myocardial infarction.

Manufacturer narrative:
Images were provided to gore and an imaging evaluation performed by a clinical imaging specialist showed the following: post-implant CT submitted for evaluation. Pre-implant CT and additional post-op CT¿s are not available, therefore, unable to confirm migration with only one time-point. There is a lack of wall apposition at the proximal end of the device. Length from the left lowest renal to the proximal circumferential device measures ~ 44 mm. There is a contrast-like density present outside of the device, cannot confirm contrast without a non-contrast CT available for comparison. However, if contrast could be confirmed, this would be consistent with the reported type 1 endoleak. The explanted devices were retained by the pathology department for the hospital and were unavailable for a histological evaluation by gore as to the alleged infection. Nor has gore has received any analysis results from the hospital. Should any results be received in the future, the results will be provided via a supplemental medwatch submission. A review of the manufacturing and sterilization records for the devices verified the lot met all pre-release specifications.